Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. The evaluation revealed that the plate broke in two pieces. It broke at the center of hole a. Furthermore, the piece with the laser mark filled line is bent diagonally. The device met all material specification as received, and dimensional analysis confirms device's critical features are within specification. Based on the evaluation, the most likely cause for the complainant's event was in-vivo loading of the device possibly causing a fatigue fracture and/or patient non-compliance with the post-op protocol. Per product directions for use (dfu-0192), postoperatively and until healing is complete, fixation provided by this device should be considered as temporary and may not withstand weight bearing or other unsupported stress. The fixation provided by this device should be protected. The postoperative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the device. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that a patient had a right wrist distal radius fracture procedure on (B)(6) 2016. A few weeks post-op it was discovered that the mid-section of the wrist spanning plate was broken in half in the area of the carpal bones. It was reported that normal post-operative care was performed and the patient did not experience any reoccurring trauma. X-rays were taken. On (B)(6) 2016 a revision procedure was performed removing all arthrex products from the original surgery. The revision procedure was completed by implanting another manufacturer's wrist fusion plate.